Event description:
It was reported that a catheter location balloon leak occurred during a transurethral microwave treatment. The physician inserted the catheter without any issues and inflated the location balloon. When attempting to seat the location balloon in the patient's bladder neck, no resistance could be felt and the catheter was pulled out. Upon removal of the catheter, the location balloon was tested and a leak in the balloon was confirmed. It is noted that per urologix user manual, testing of the location balloon with sterile water is required before inserting the catheter into the patient, however, this was not performed before treatment. The location balloon leak was detected prior to energy delivery to the catheter. No patient injuries or complications were reported.

Manufacturer narrative:
The catheter was returned for analysis. Visual inspection for the catheter revealed a large tear in the location balloon. The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. A tear in the location balloon was confirmed, however, the root cause of the event is unknown.